Event description:
Mepilex boarder post-op ag with safetac technology was opened from sterile packaging and found to have a brown discoloration. Product was not expired. FDA safety report ID # (B)(4).